Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA july 24, 2007. A sample evaluation was not conducted as the device involved in this incident was discarded by the reported facility. A batch review was not conducted, as the customer cannot provide the lot number of the device involved. Although requested, the reporting facility was not able to provide additional information. The manufacturing faility has been made aware of this report through baxter's complaint management tracking system. The manufacturing facility will continue to monitor similiar reports for possible trends.

Event description:
Baxter-canada received a customer report concerning a device observed to have infused its contents in 24 hours instead of the expected 48 hours. No patient injury or medical intervention is associated with this incident. The sample has been noted as not being available for evaluation. The lot number of the device is unknown. Although requested, the reporter is unable to provide additional information